Event description:
"General system failure" alarms following "effluent bag full" alarm occurred during a 3.5 hour treatment. A delay occurred when the system was rebooted and the blood clotted int he filter preventing return of the pt's blood was not returned. The machine was rebooted a second time. The disposable set was changed and the treatment continued for approx 6 hours.